Manufacturer narrative:
Concomitant product(s): product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID :37092, lot# serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having issues using the patient programmer to turn the ins on, and turning the ins off. It was also stated that the ins settings would "jump" from 60% output to 70% output. The patient would then be unable to adjust the stim back to 60%. The patient reported it taking her 30 minutes to sync that morning due to poor communication. The patient tried interrogating using the programmer without the antenna and was able to sync. The patient stated the ins was at 70, and was able to decrease it to 60. The patient also reported the ins turned off, but was able to be turned back on. Patient was issued a new patient programmer. Additional information received stated that the replacement patient programmer would get poor communication with the antenna. Patient was issued a new antenna. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.